Event description:
Boston scientific received information that this device detected a single low out of range shock impedance measurement. Since then all measurements have been stable and within normal limits. Boston scientific technical services (ts) suspects electromagnetic interference (emi); however, this could not be confirmed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.